Manufacturer narrative:
(B)(4). Date sent: 04/03/2020. D4: batch # t5d280. Device analysis: the analysis found that one pcee45a device was returned with no apparent damage and with one gst45w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, the stapler was used for one transection successfully. During the second transection, the stapler would not open up afterwards. The device was not locked on tissue. It was locked when it wasn't on tissue. They tried opening the device and the jaws never opened. No other trouble shooting steps were taken. A new stapler was opened and performed successfully with no patient consequences reported.